Manufacturer narrative:
As reported, the guidewire ring of a 6f exoseal vascular closure device (vcd) did not pop out, resulting in the inability to use the device. There was no patient injury. The operator was trained in the use of the device. The patient has no infectious disease. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification for the use of exoseal vcd. The device showed no visible signs of damage to the packaging or the device itself prior to use. The device was stored and prepped in accordance with the IFU. The puncture site was confirmed suitable through angiography, ensuring an insertion angle of 30-45 degrees and a vessel diameter greater than or equal to 5mm. There were no signs of calcium, plaque, vessel tortuosity, stenosis greater than 50%, or pre-existing conditions such as hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no stent near the puncture site, and the target femoral site had not been closed with any closure device or manual compression within 30 days prior to this procedure. The indicator guidewire did not pop out or deploy, and the indicator window did not change. Hemostasis was achieved through manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. One non-sterile exoseal vascular closure device, french size 6f, was returned for investigation. Visual inspection of the device showed that the deployment lever was received in a depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was found in the black/white and red position. No additional anomalies were observed during this visual analysis. The deployment simulation evaluation could not be performed, as the device was received fully deployed. A high-magnification evaluation was conducted after opening the device case to inspect the internal mechanism. The mechanism was found to be correctly assembled, and no abnormal conditions were observed. The reported event of ¿indicator wire deployment difficulty unable¿ were not observed through analysis of the returned device. The device was received fully deployed, with the wire retracted and the window in the black/white/red stage. The guard was locked and no anomalies were noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Without procedural films and based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the guidewire ring of a 6f exoseal vascular closure device (vcd) did not pop out, resulting in the inability to use the device. Hemostasis was achieved through manual compression. There was no patient injury. The operator was trained in the use of the device. The patient has no infectious disease. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification for the use of exoseal vcd. The device showed no visible signs of damage to the packaging or the device itself prior to use. The device was stored and prepped in accordance with the IFU. The puncture site was confirmed suitable through angiography, ensuring an insertion angle of 30-45 degrees and a vessel diameter greater than or equal to 5mm. There were no signs of calcium, plaque, vessel tortuosity, stenosis greater than 50%, or pre-existing conditions such as hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no stent near the puncture site, and the target femoral site had not been closed with any closure device or manual compression within 30 days prior to this procedure. The indicator guidewire did not pop out or deploy, and the indicator window did not change. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The device was not returned for evaluation as previously expected. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18374419 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator wire deployment difficulty unable" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire ring of a 6f exoseal vascular closure device (vcd) did not pop out, resulting in the inability to use the device. There was no patient injury. The operator was trained in the use of the device. The patient has no infectious disease. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification for the use of exoseal vcd. The device showed no visible signs of damage to the packaging or the device itself prior to use. The device was stored and prepped in accordance with the IFU. The puncture site was confirmed suitable through angiography, ensuring an insertion angle of 30-45 degrees and a vessel diameter greater than or equal to 5mm. There were no signs of calcium, plaque, vessel tortuosity, stenosis greater than 50%, or pre-existing conditions such as hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no stent near the puncture site, and the target femoral site had not been closed with any closure device or manual compression within 30 days prior to this procedure. The indicator guidewire did not pop out or deploy, and the indicator window did not change. Hemostasis was achieved through manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.